Event description:
It was reported during the patient's hospital stay for valve replacement, the patient experienced ventricular fibrillation which the device was unable to treat via shock therapy. An external defibrillator successfully terminated the episode. The device was reprogrammed and tested with positive results. The patient's condition was reported to be well.